Manufacturer narrative:
Method - followed up with company representative.

Event description:
It was reported that: expired product from the hospital was used during a kyphoplasty procedure. The procedure was completed successfully with no product or patient issues. The patient status is good.